Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced infection with pus at the insertion site. Customer was unable to self-treat and was treated with trok n ointment with antibiotics by an non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.